Event description:
During the stent assistant coil embolization of the posterior communicating artery, and enterprise stent (enc453712/10330251) could not be deployed, and two presidio coils (pc418155030/c19321 and pc418155030/c22524) could not be detached. After removal from the patient, the stent could still not be deployed. The surgeon changed to a new stent to continue the procedure. It was then reported that 2 presidio coils could not be detached. The coils were removed from the patient and a third coil was implanted to complete the procedure. There was no report of patient injury. No additional information could be provided. The devices will be returned for analysis.

Manufacturer narrative:
It is anticipated that the device will be returned; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR submitted for this complaint with associated report numbers of 2954740-2015-00113 and 2954740-2015-00112.

Manufacturer narrative:
Device returned for analysis on 5/8/2015. Complaint conclusion: during the stent assistant coil embolization of the posterior communicating artery, and enterprise stent (enc453712/10330251) could not be deployed, and two presidio coils (pc418155030/c19321 and pc418155030/c22524) could not be detached. After removal from the patient, the stent could still not be deployed. The surgeon changed to a new stent to continue the procedure. It was then reported that 2 presidio coils could not be detached. The coils were removed from the patient and a third coil was implanted to complete the procedure. There was no report of patient injury. No additional information could be provided. The original sheath with the distal section of the resheathing tool was not returned. The detachment control box (dcb), connecting cable, and microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed into the returned packaging, it was found and unreported that the coil was returned separated from the device positioning unit (dpu) and was severely stretched and compressed. The damage to the distal tip of the dpu could be observed with the unaided eye. The dpu and sheath were returned separated from each other, however the evidence shows that the original introducer sheath was not returned. This was unreported and the returned introducer sheath was from another device. The complete resheathing tool was attached to the unidentified sheath, while the proximal section of the original resheathing tool was still attached to the complaint device. Located 81.5 cm off the proximal end is an unreported severe kink on the core wire. The severed tool was still attached to the returned device which has unreported severe damage to the v notch. The fracture of the resheathing tool is ductile inn nature requiring external force. No material defects were found. The coil was successfully detached outside the patient in the atmosphere either by the end user or by the (B)(6) affiliate. This unreported incident destroyed the distal tip of the dpu and caused the outer sheath to melt and pool adjacent, but proximal to the section of the resistive heating coil. No manufacturing defects were found. The dpu passed electrical testing with resistance at 53.3 ohms and the enpower systems go green light illuminated, therefore the root cause of the coils non-detachment cannot be determined as the dpu passed all electrical testing and the coil was successfully air detached either by the end user or the (B)(6) affiliate before being returned. It was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition without the return of the introducer sheath, the distal section of the resheathing tool, the unidentified dcb and connecting cable, and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The presidio failure to detach could not be confirmed since the device passed electrical testing during product analysis. The device was returned damaged; however, it could not be determined when the damage occurred based on the information provided. Based on the minimal information received and the product analyses, there is no evidence that the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR submitted for this complaint with associated report numbers of 2954740-2015-00113 and 2954740-2015-00112.